Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level up to 500 mg/dl. The customer reported that they change the infusion set and the blood glucose went high. The insulin pump was not returned for analysis. Customer's call was disconnected before being able to obtain personal identifying information, creating complaint under generic account for documentation purposes. Device will not be returned for analysis.